Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during pre-operative planning.

Manufacturer narrative:
Device was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed a fracture on the medial side of the post. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.